Event description:
Pt in the ICU was ordered for 3% saline at 30 ml/hr. A 500 ml bag was hung about 1840. At 1900 the settings were checked and found to be fine at 30 ml/hr. At 1949, the pump recorded 34 mls had infused. At 2030, the pump alarmed for air-in-line and the 3% saline bag was found empty. One report indicated that the pump may have been at 75 ml/hr. There was no pt harm, no medical intervention was provided. Pump was turned off and the pt was monitored. Devices, tubing and bag were sequestered and sent to hosp biomed.

Manufacturer narrative:
(B)(4). Device event logs have been received. The analysis is not yet completed. A f/u report will be submitted with the findings.